Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Representative 22g insyte autoguard units were received in sealed packaging from lot 4282452. A functional test revealed that the needles fully retracted; however, the retraction time of some needles sample exceeded the specification. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard winged needle did not retract. The following information was provided by the initial reporter: in addition, these catheters present a problem of mandrel retraction, which does not retract automatically when the button is pressed (or more slowly), which causes a risk of needlestick and therefore of a blood exposure accident. Clinical consequence: the defect has led to missed pvp placements with the need to re-puncture patients. Considerable increase in the risk of needlestick and therefore of blood exposure accidents.